Event description:
The manufacturer's representative reported that at a pump revision surgery, the pump was primed with a lower volume than what was required and was then connected to the implanted catheter. The pump contained lioresal 2000 mcg/ml programmed to deliver 225 mcg/day. At the programmed rate, the patient would have a period of time without delivery drug. The implanted catheter length was unknown and an estimated volume was used for programming. A follow-up report will be sent if additional information becomes available to us.